Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Maude event report mw5043949 volun 13-jul-2015: knee was bone to bone. Very painful, but I was getting around better before surgery. Could walk better before I had two knee replacements on (B)(6) 2014. On (B)(6) 2014 tendons detached from knee cap, while in church made a loud disturbing sound. Very unbearable pain. Church called paramedic took me to hospital where had emergency surgery on right knee. Now a year later cannot bend it and barely walking. Doctor said a possibility of him putting a stronger piece of plastic inside. Decide that I had to go to therapy. Then 4 months later when in the beginning of second surgery he did not want any therapy or anyone to bother knee. After surgery it is still giving out on me all be falling. This MDR covers: on (B)(6) 2014 tendons detached from knee cap, while in church made a loud disturbing sound. Very unbearable pain. Church called paramedic took me to hospital where had emergency surgery on right knee.